Event description:
During a mini open rotator cuff repair, the anchor broke about mid-point of its length. Distal end of the anchor could not be removed. The surgeon did drill before inserting the anchor. The bone was not especially hard bone as this was not a young patient. A back-up device was available.

Manufacturer narrative:
The anchor is broken at the distal eyelet. The break is more of a tear in nature. No other complaints have been filed for this manufactured lot.